Manufacturer narrative:
(B)(6). Results: a sample was not returned for evaluation. Twenty retained samples were examined and did not show any defects. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5084273. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. CAPA (B)(4) has been opened to investigate further.

Event description:
It was reported that the needle disengaged from the base of the bd vacutainer® 21 g x 1.5 in. Multi sample blood collection needle. No injury or medical intervention.